Manufacturer narrative:
H6. Medical device problem code, failure to read input signal (a050401) was removed.

Manufacturer narrative:
E1: the country code was corrected from (B)(6). G1: the postal code was updated. H6: code a1301 was reported in the initial submission and is no longer applicable. Code a050401 remains applicable. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. Section d9 and h6 type of investigation have been updated.

Manufacturer narrative:
Additional information was received and it stated there was no alarm observed. The cassette was immediately replaced after the leakage was observed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The purge cassette was used after the previous cassette had been in operation for more than five days. Shortly after replacing the cassette, a puddle formed inside the purge cassette compartment. A second replacement cassette was then installed, which has been functioning properly without any issues. No patient harm has been reported.